Manufacturer narrative:
Qn#(B)(4). The device lot number provided was not present in malaysia systems; therefore a DHR review could not be conducted. No defective complaint samples were returned for evaluation. Therefore, no physical assessment was conducted for this complaint. Burst balloon could be occurred due to several reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore complaint is not confirmed.

Event description:
It was reported that they had 3 balloons to burst on the same patient. There was no patient harm and the patient is fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that they had 3 balloons to burst on the same patient. There was no patient harm and the patient is fine.